Event description:
Pt reported she infused the hyaluronidase and then 1 vial of medication and her pump started giving her issues, beeping and saying it has air in the line. Pt reset the pump, stated she tried several things and seems to infuse over the past 5 hours. Remaining volume per pt is 1 vial, the other vial she already infused. Reset the pump with her starting at 240ml/hr for total volume of 300ml. Pt wants a nurse to come out and assist her with next infusion. Pump serial number: (B)(6), expiration date: 12/29/2026. Pt did not miss any doses, was able to reprogram pump to infuse the rest of medication. Pt experienced pain upon infusion, used a cold pack. Pump is available for return. Pump is being replaced. No further information, details or dates provided. Diagnosis for use: common variable immunodeficiency.